Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device become available or further information become available, a follow-up report will then be issued.

Event description:
Provider alleges consumer was crossing the street, pulling a grocery cart with the groceries in it and when trying to go up on the sidewalk at the crosswalk when the unit allegedly tipped over on the right.